Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system. (B)(4). Device will not be returned

Event description:
Reporter stated customer obtained a value of 360 mg/dl on her mobile device. She injected 4 units of novorapid insulin within 1-5 minutes based upon that value. Approximately 30 minutes after injecting the novorapid insulin she had hypoglycemic symptoms and became unconscious for about 5 minutes. Her husband treated her with a glucagon injection and she recovered. Two days after this incident, reporter stated customer received the following results on 2 different meters within 3 minutes: 425 mg/dl (mobile system) and 120 mg/dl (aviva system). No actions taken based on device results at the time of this incident. The manufacturer requested return of suspect product for evaluation; however, the suspect strips have been discarded.